Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500mg/dl. It was stated that the events leading to his admission was nausea, abdominal pain, and vomiting. Troubleshooting was performed. Assisted the caller to correct the time. Reviewed the alarm history and found no delivery alarms. It was stated that the customer was not using the bolus wizard. Ran a fixed prime test and passed. Performed a high pressure test and the test failed twice. It was stated that the customer was bolusing 23.0 units multiple times a day. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.